Event description:
Customer reportedly obtained results of 118 mg/dl and 64 mg/dl on the advantage system within 10 mins. Customer ate and drank juice in response to symptoms. No adverse event reported. Requested return of suspect system and replacement sent.